Event description:
It was initially reported by the nurse that the pt had died. The cause of death was unk since the report was pending from neuropathology department. Pt's vns was explanted and the nurse wanted to return the device to the manufacturer to make sure if it was working properly at the time of death. Explanted products were returned to manufacturer and are currently undergoing product analysis. Additional information from the treating physician revealed that the exact cause of death is unk at this time, but they presume its sudep. There has been no indication of the death relation to vns. They do not suspect it could have been related to vns since the pt has had no difficulty with vns. In fact, vns has helped pt reduce his seizures count. Pt's device was last interrogated in 2008, which indicated proper functioning of device with eri=no. Pt's autopsy report is not ready as yet, and she will call in with the cause of death once it's ready.